Event description:
On (B)(6) 2015 it was reported by a police department that while responding to a rescue call concerning a man who had collapsed while plumbing, they attached the AED to the patient and although they reported the AED said shock advised, they did not hear the AED charge nor did they hear the AED say to press the shock button. No shocks were delivered to the patient. No patient details other than the patient's gender were provided and the outcome of the patient is not known. Although the date of the event was not provided, based on the review of the AED's electronic history record, it is believed that the event occurred on (B)(6) 2015.

Manufacturer narrative:
Examination of the event record reveals a patient whose cardiac rhythm is fine vf/asystole. During the first analysis period, the AED appropriately recognizes fine vf and doesn't advise shock. During the second analysis period, the cardiac rhythm remains fine vf/asystole and the AED appropriately does not advise shock. During the third analysis period, the cardiac rhythm remains chaotic with marked fluctuations in the ECG amplitude. The AED's initial decision was indeterminate and by design, the analysis was extended. The AED then appropriately recognized vf and commenced charging for shock delivery. Subsequently, the fluctuations in ECG amplitude resulted in an uncharacteristically slow rate for vf which caused the AED to abort the shock delivery. During the fourth analysis period, the ECG signal amplitude remained fine vf again exhibiting marked variations in morphology and amplitude. Once again, the AED was undecided, extended analysis to gather more information, and then decided that a shock was not advised. The no shock decision in this instance was a direct result of the ECG becoming more consistently below the fine vf threshold. During the fifth and final analysis period, the AED appropriately recognized vf and advised shock. During charging, large artifacts (probably due to rescuer/patient contact) appeared in the patient's ECG which resulted in a failure to confirm the shock decision which in turn lead to the second aborted shock. This user error is the reason for this MDR. The AED appears to be functioning as designed; no AED malfunctions are evident.